Event description:
It was reported to vyaire medical that the 3100a ventilator was on a patient map (mean airway pressure) fluctuates. Pmax on the left cannot be set 3 above when map (mean airway pressure) is 9 or 10. Suppose map is 9 alarm cannot be set at 12 it has to be 13 or 14 for it to not go off. The customer confirmed that there is no patient harm associated with the event.

Manufacturer narrative:
Vyaire field service went onsite performed 2k preventive maintenance and alarm check ventilator hours is 4825 hours. Found paw is lesser than 20% of the set max paw (maximum airway pressure) does not function properly. As a resolution, replacement alarm board was ordered. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.